Event description:
Customer reported erroneously low sodium (na), chloride (cl) and potassium (k) ion selective electrode patient results involving the au5800 clinical chemistry system p/n b96698 s/n (B)(6). There was no injury, death or delay/change in treatment associated with this event. The customer did not provide any patient data or patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed that the probable cause was identified as defective buffer valve, flow cell valve and defective mix motor. The fse replaced the buffer valve, flow cell valve and the mixer motor to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case -(B)(4)..